Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an unresponsive act button due to a flattened button dome switch. No button error alarm was noted during testing. No sticking buttons, number ramping or scroll bar anomalies were noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, a cracked belt clip slot and a missing end cap sticker.

Event description:
It is reported that the customer had high blood glucose levels of 150 mg/dl. The customer reported a button error alarm from the insulin pump during a bolus. The customer was advised that the insulin pump would need to be replaced. The customer removed the battery from the insulin pump to avoid any further alarms. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. The customer was asked to return the insulin pump for analysis. No additional information is provided.